Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri). The device reached end of life (eol) battery status one day later. Eol was reached with charge time greater than 30 seconds associated with a battery voltage of 2.48 v. The device was explanted. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
In addition, a review of device memory revealed that eol was declared less than 90 days from when the elective replacement indicator (eri) was reached. Both eri and eol were declared due to extended charge times. Laboratory technicians and engineers concluded that this device experienced a shortened eri to eol time period due to a higher-than-typical build-up of internal battery impedance. Laboratory analysis determined that both the capacitor degradation and the high battery impedance contributed to the device experiencing early battery depletion. Both of these issues are discussed in the q2 2010 product performance report.